Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports receiving 3 days worth of insulin in a few hours. Once at the hospital the patient was treated with intravenous fluids as well as glucose. Insulet responded to the post requesting additional detail for investigation, however no new information has been received. No further investigation can be done at this time. If new information becomes available post market will review this case again.